Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600mg/dl and moderate ketones. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin (humalog and lantus) and saline. No information was provided regarding the release date; however customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.